Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 407 mg/dl. The caller felt that the insulin pump malfunctioned and stopped working prior to the hospitalization. The caller did not specify how it malfunctioned. The caller did state that the insulin pump in use was one that the customer was borrowing because his pump was stolen in (B)(6) 2011. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.